Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a system with 2 leads that provided good effect against low back pain. It was noted that after 2 years of stimulation the patient got pain in the region between the electrodes which was another pain than the low back pain. It was noted that the skin turned black in several spots. It was noted that the patient had ¿extreme stimulation of 9 volts¿ on each electrode with a pulse width of 810 and a 30 hertz frequency. It was noted that they stopped the stimulation and the old pain came back in addition to the new pain. It was noted that after a longer time in the hospital the system was explanted. It was noted that the new pain was stopped and only the old pain in the low back came back. It was noted that device would not be returned. It was noted that impedance testing, reprogramming, and x-rays were performed. It was noted that the patient was alive with no injury at the time of the report. It was noted that the dermatologist expected that the black skin and pain on these spots came from burning the skin. It was noted that the patient needed to recharge the system 2 times a day. It was noted that the health care professional (hcp) expected that this was an abuse of the stimulation by having it turned up so high (9v) but the patient came first when the black spots were sited. It was noted that when in the state of having the new pain the patient did not want to explant the system because of the good effect it provided against the low back pain.   Additional information received reported that the manufacturer representative talked with the health care professional (hcp) and the patient¿s outcome after explanation became better. It was noted that the new pain (allodynia) decreased but the old back pain increased.

Event description:
Additional information was received which reported that the patient got an implantable neurostimulator (ins) and was fine now.